Event description:
Pt had known history of cad, post-angioplasty from 3/95. Brought to hosp after collapsing while jogging, CPR, cardiac arrest. Pt had been on iabp since admission on 9/5/95; on settings of 1:2, cardiac output 7.13/index 3.38 just before transport to CT scan. No significant changes in pt status just after incident. Balloon pump stopped working during pt transport back from scan. Low battery alarm sounded for approx 5 min during transport to and from CT scan. Pt was just outside of the cicu when pump stopped. Biomed will now change out all batteries yearly. This battery was approx 21 months old. Hosp has had others last up to 5 years. Hosp staff was aware of one year warranty of pump, had in the past routinely changed lead-acid batteries every two years. The unit in question is under a service contract and has been subjected to a preventive maintenance within the six-month period from the date of the event. The unusual fact regarding this preventive maintenance was that a hosp rep declined the battery run time test which is recommended by co. If this battery run time test was performed there is a strong possibility that the event would have been avoided.